Event description:
It was reported in the patient's medical records that the patient had underwent a surgery for posterior spinal fusion at t4-s1 with pedicle screw/rod construct, alif at l1-3, and l2 extended pedicle subtraction osteotomy for deformity correction. Pre-op diagnosis was remote t12 and l2 fractures with subsequent fixed thoracolumbar kyphoscoliosis. Approximately two and a half years post-op, the initial surgery, the patient underwent surgery and it was found that the sacral screws were loose. The screws were removed and replaced with a larger diameter size.

Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation. A review of initial films shows fusion construct t3-s1 with pedicle screws and extension to iliac crest. Acdf present mid-cervical. Previous fracture noted at t12 and l2. Alif was done at l3/4, l4/5, and l5/s1. Unable to determine cause of the event.